Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo_12.1,-11.5/3.0/004 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was replaced with a same length lens but implanted horizontally due to a low vault. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot.